Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer verified the system successfully according to company specifications. No technical issue was identified. The eyetracker was working well. Logfile review shows that the user did not restart the treatment via the "aborted treatment" tab. A technical root cause can be excluded. The most possible root cause for the lost tracking is that surgeon may have blocked/interfered with the eye which lead the tracker unable to locate the pupil during treatment. An aborted treatment can be restarted to complete the planned treatment. According to the field service engineer, the surgeon did not know how to restart the treatment. The dfu was not followed. (B)(4).

Event description:
A facility representative reported during lasik treatment, tracking of the pupil was lost. The procedure was aborted and the patient is scheduled to return for treatment after one week.